Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and critical pump error alarm. Customer's blood glucose at time of incident was 11mmol/l. Customer was in the swimming and fell and now a little piece of the display broke off. Customer stated that the pump alarm critical error. Customer was advised that pump will come back for analysis and will be replaced by tnt.